Event description:
The customer reported all levels of quality control (qc) recovered low white blood cell (wbc) and hemoglobin (hgb), with high red blood cell (rbc) results in secondary (manual) mode of the lh 500 hematology analyzer. The customer stated that the primary (automatic) mode of the instrument was not affected and recovered results which were considered correct. The customer indicated that patient samples were not analyzed in secondary mode and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event. The customer provided qc data for this event which indicated low wbc and hgb results, and high rbc and platelet results when the samples were run in secondary mode.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a broken pin on the center pad of the blood sampling valve (bsv). The fse replaced the bsv to resolve the issue and verified the repair as per established procedures. (B)(4).